Event description:
It was reported that a patient implanted in (B)(6) 2025, occasionally feels pain at the implant site. The patient states it feels like a sharp sensation. The patient had a follow up appointment with their physician and the implant battery felt like it had titled at a 40 degree rotation. The site investigator has been informed of the event and is scheduled to see the patient. The patient has been prescribed medication at this time for pain relief. On (B)(6) 2026, the device was turned off for 48 hours. The patient underwent a revision of their device on (B)(6) 2026. This event is reported as having a probable relationship to the procedure and not related to the device battery, tined lead or the charging system. The revision has resolved the patient's issue and there are no other issues or complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted in (B)(6) 2025, occasionally feels pain at the implant site. The patient states it feels like a sharp sensation. The patient had a follow up appointment with their physician and the implant battery felt like it had titled at a 40 degree rotation. The site investigator has been informed of the event and is scheduled to see the patient. The patient has been prescribed medication at this time for pain relief. On (B)(6) 2026, the device was turned off for 48 hours. The patient underwent a revision of their device on (B)(6) 2026. This event is reported as having a probable relationship to the procedure and not related to the device battery, tined lead or the charging system. The revision has resolved the patient's issue and there are no other issues or complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of pain, undesired sensations, non-target stimulation area and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.